Event description:
Additional information received reported the infection was at the site of the bandage, where the lead exited the skin in the "upper butt" area. It was indicated the patient no longer had the infection. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889. Product type: lead.

Event description:
It was reported that the patient had their "entire implant" removed due to infection. It was also noted that the patient was implanted two weeks prior to explant. Further information has been requested and if information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).